Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of sensing and capture anomalies were confirmed in the laboratory. The device was tested and high impedance was noted on an anomalous transistor. The cause of the field event was due to an anomalous transistor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up when high pacing lead impedance and low sensing were observed. No capture was also noted. During lead revision, blood and tissue growth were noted to be in the device header. The device was explanted and the issue was resolved. The patient condition was great after the procedure.